Event description:
The customer reported to olympus, that there was a scope error code e315 on the colonovideoscope. The issue occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation of e315 error could not be confirmed. In addition to the findings reported in b5, the following non-reportable malfunctions were identified: nozzle had a dent; and due to corrosion on video plug, b30(scope communication err) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to he connector becoming corroded while the user was handling the device which led to a temporary occurrence of error message e315. The user may detect the suggested event by handling the device in accordance with the following instruction for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.